Manufacturer narrative:
Initially, it was reported that a patient with an unknown 25mm perimount valve implanted in aortic position underwent a valve-in-valve after an implant duration of approximately 7 years and 9 months due to unknown reasons. However, through investigation it was learned that no re-intervention was performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. In this case, moderate to severe regurgitation was observed after approximately seven (7) years and nine (9) months. No intervention was performed or indicated, and no harm occurred, therefore this is not a serious injury.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, this 72 years old patient with an unknown 25mm perimount valve implanted in aortic position underwent a valve-in-valve after an implant duration of approximately 7 years and 9 months due to unknown reasons. An unknown transcatheter valve was implanted within the edwards surgical valve. It was reported that the patient suffered no injury due to this event.